Event description:
It was reported during an atrial fibrillation ablation procedure, after the transseptal puncture, with a sjm brk needle, a small pericardial effusion was noted on an intra cardiac echocardiography (ice). When the physician started the transseptal puncture technique, he noted the heart was rotated and enlarged. The physician decided to continue the case and administered heparin. The safire blu catheter was advanced and the physician began to map the geometry of the left atrium. He ablated for approximately 10 minutes and noted a slight drop in blood pressure. The physician checked with ice and noted the effusion was now moderate. The ablation catheter was removed, heparin was reversed and a pericardiocentesis was performed with 350 cc of fluid removed. The pt left the room stable and comfortable.

Manufacturer narrative:
This device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.